Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee replacement surgery, it was observed that when the trigger was pressed it was not reciprocating and was making a humming noise on the battery reciprocator device. The reporter indicated that the device seemed to be jammed or stuck. There was a five minute delay to obtain a spare set to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. An assessment was performed on the device and observed that the device had corrosion on internal components in the saw head, there was an unknown liquid found on gear components, and the electric motor was frozen. The assignable root cause was determined to be due to improper cleaning/care and possible immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.